Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The patients attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR #1018233-2012-01644 and 1018233-2012-01642.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #410403 for an "avaulta anterior." Additional information from the importer report: (B)(6) 2012, avaulta anterior biosynthetic support system , catalog # 486010, (B)(6). Attorney.